Manufacturer narrative:
Based on the additional information received, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.

Event description:
Additional information was received that confirmed the use of a piggyback lens was due to refractive error.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a piggyback lens implanted approximately 5 months post-implant. The reason for the piggyback lens implant is unknown. Additional information has been requested, but has not been received.